Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. "Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc. " unable to contact the customer via telephone at call backs on (B)(6) 2017. Product notification letter sent to customer to contact customer care.

Event description:
Customer reported feeling dizzy while speaking to coordinator for assistance with performing a blood test (reference internal report # (B)(4)). Unable to establish contact with customer at call back, message was left with phone number and reference number requesting customer return call. The customer's expected blood glucose test result range was undisclosed. The product storage was undisclosed. The test strip lot manufacturer's expiration date and open vial date were undisclosed. The meter memory was not reviewed for previous test result history.